Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with an "80:07 alarm"; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Upon further investigation, it was found that the customer reported a failure code of 803:07. This failure code does not have the potential to interrupt delivery. It does not have the potential to cause or contribute to death or serious injury.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.